Event description:
Per (B)(4), dealer stated the rollator will not lock or unlock due to the release lever being broken. Per (B)(4), he is unaware of the end user's contact information. No injuries were alleged.